Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Re-occlusion (distal embolization) is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. Placeholder.

Event description:
The patient underwent a coil embolization procedure using penumbra smart coils (smart coils) on (B)(6) 2018. The patient was then re-admitted to the hospital on (B)(6) 2018 with persistent chemosis of the eye and persistent fistula. The physician performed a successful balloon occlusion test on (B)(6) 2018. Therefore, the physician shut down the patient's carotid artery on (B)(6) 2018, resolving the fistula and associated symptoms. The carotid fistula retreatment was adjudicated to be a serious adverse event with a possible relationship to the procedure and to the penumbra smart coil system.